Event description:
No additional information was provided.

Manufacturer narrative:
Sample returned under a different pr, (B)(4), and the investigation is as follows: one sample of bd product number 10014914 was submitted for quality investigation along with an unidentified non-bd extension set. The sample was visually inspected and no damages or abnormalities were identified. The set was then connected to a 10 ml bd needleless syringe filled with water. The water was used to prime the extension sets and test for leakage at the connection locations. There were no leaks identified. Additionally, the tubing and connections were examined under magnification and the reported cracks were not identified. The customer complaint of component damage -leak could not be verified. A root cause for the reported failure was not established because the failure was not replicated. A device history record review for model 10014914 lot number 24036238 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris syringe module syringe administration set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by customer that microbore tubing visibly cracked and leaking on baby-morphine continuous drip. This happened at the line of the plastic connection site -distal to the cylinder-shaped connectors cracked at the connection of "wing." Occurred while in use with the patient, no serious injury/harm/death. Possibility that the patient did not receive all of the medication.